Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer unable to continue with the call. Product is working as designed. Most likely underlying root cause: mlc-18 - user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Caller states she is using her meter on her son and that the meter reads e-5. Mother is calling on behalf of the customer. Mother stated her son has excessive thirst and frequent urination; medical attention was needed at the time of the call. Meter and test strip information was not provided. Customer could not continue with the troubleshooting process and no further information was able to be obtained.